Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6)2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), regarding a patient receiving an unknown drug via an implantable pump for spinal pain. It was reported the pump was not working and the patient needed it explanted. No symptoms or patient complications reported.